Manufacturer narrative:
The referenced product was returned to olympus repair center for evaluation. The customer's reported issue could not be confirmed, however, the inspection found the battery on printed circuit board has run out. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus field service engineer was informed that a customer visera video system center¿s flat connector is loose and the image flickers¿ during procedure. No patient injury or harm was reported to olympus. The product will be returned to olympus for service.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and though intermittent image was not confirmed, there was a line on the image likely due to faulty video connector socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.